Event description:
It was reported in june 2005 that the cuff deflated on two different endotracheal tubes (same size) after intubation. A third tube was used without incident. There was no adverse event or patient injury. The reporter stated that they have used the tubes for several years and not experienced this type of problem. The facility discarded all three endotracheal tubes.